Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated short interval counts (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Impedance trend is stable and within normal limits. Lead integrity alert (lia) triggered (B)(6) 2014 for non-sustained tachycardia (nst) and sicc. 5 nst episodes with v-v intervals <(><<)>= 220 ms between (B)(6) 2014. Concomitant product: 419478 lead, implanted (B)(6) 2008; 407652 lead, implanted (B)(6) 2008. (B)(4).